Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sensor values but a definitive root cause could not be confirmed, as the data did not indicate any evidence of system malfunction. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, calibrations entered showed better agreement with sg trends. The user was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system with up-to-date information.

Event description:
On may 19th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.